Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 24-oct-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative (rep) regarding a trial patient. It was reported that the patient experienced left leg weakness post-op and the physician decided to remove the trial stimulator. The rep noted that the patient had numerous complaints regarding pain in their lower extremities and feet prior to trial implantation. No external contributing factors were reported. The rep did not have any further information at the time of the report. No further complications were reported or anticipated. Indication for use is unknown.